Manufacturer narrative:
The patient is a participant in a clinical study. (B)(6). Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient was admitted for gastrointestinal bleeding (gib), hypoxic respiratory failure, bacteremia, paroxysmal atrial fibrillation, acute kidney injury superimposed on chronic kidney disease (ckd), and severe deconditioning. Chest x-ray showed faint ground glass airspace disease in both lungs. Abdomen x-ray showed gaseous distension of the stomach and nonobstructive bowel gas pattern. Abdomen computerized tomography (CT) scan revealed pleural effusions, ascites, and diffused body wall edema but no definite acute inflammatory process was observed within the limitations of the non-contrast CT. Three (3) days later a renal ultrasound revealed no evidence of hydronephrosis but small volume ascites. Five (5) days later a nuclear scan showed active gib in the small bowel loops within the left abdomen. Approximately seven (7) weeks later, the patient was discharged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was admitted for gastrointestinal (gi) bleeding, hypoxic respiratory failure, bacteremia, paroxysmal atrial fibrillation, acute kidney injury superimposed on chronic kidney disease, and severe de-conditioning. A chest x-ray showed faint ground glass airspace disease in both lungs and an abdomen x-ray showed gaseous distension of the stomach and non-obstructive bowel gas pattern. Additionally, an abdomen computerized tomography (CT) scan revealed pleural effusions, ascites, and diffused body wall edema but no definite acute inflammatory process was observed within the limitations of the non-contrast CT. Several days later, a renal ultrasound revealed no evidence of hydronephrosis but small volume ascites, and a nuclear scan showed active gi bleeding in the small bowel loops within the left abdomen. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding, respiratory dysfunction, infection, renal dysfunction, cardiac arrhythmia, and pleural effusion are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding, infection, and cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. B5 was corrected to indicate that approximately three weeks after admission, the patient developed a fever. Pan cultures were done and the patient¿s blood culture was positive for gram negative verigenes. The patient was started on cefepime. Repeat blood cultures were negative and the patient was transitioned to levofloxacin. The patient was then transitioned back to daily cefdinir for chronic driveline suppression; h6 codes also corrected to include ime e230101 and imf 2303. Additional information was received and b5 was updated to indicate that the patient's baseline creatinine values were between 2.5-.2.7, and during this hospitalization creatinine peaked at 5.07. The patient's diuretics were held and renal function improved. The patient was also started on torsemide. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's baseline creatinine values were between 2.5-.2.7, and during this hospitalization creatinine peaked at 5.07. The patient's diuretics were held and renal function improved. The patient was also started on torsemide. Approximately three weeks after admission, the patient developed a fever. Pan cultures were done and the patient¿s blood culture was positive for gram negative verigenes. The patient was started on cefepime. Repeat blood cultures were negative and the patient was transitioned to levofloxacin. The patient was then transitioned back to daily cefdinir for chronic driveline suppression.

Manufacturer narrative:
A supplemental report is being submitted for an update to the investigation summary. Revised product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was admitted for gastrointestinal (gi) bleeding, hypoxic respiratory failure, bacteremia, paroxysmal atrial fibrillation, acute kidney injury superimposed on chronic kidney disease, and severe de-conditioning. A chest x-ray showed faint ground glass airspace disease in both lungs and an abdomen x-ray showed gaseous distension of the stomach and non-obstructive bowel gas pattern. Additionally, an abdomen computerized tomography (CT) scan revealed pleural effusions, ascites, and diffused body wall edema but no definite acute inflammatory process was observed within the limitations of the non-contrast CT. Several days later, a renal ultrasound revealed no evidence of hydronephrosis but small volume ascites, and a nuclear scan showed active gi bleeding in the small bowel loops within the left abdomen. It was further reported that the patient's creatinine values increased during the hospitalization; the patient's diuretics were held and renal function improved. Additionally, approximately three weeks after a dmission, the patient developed a fever, and the patient¿s blood culture was positive for bacteremia gram negative verigenes, which was treated with antibiotics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding, respiratory dysfunction, infection, renal dysfunction, cardiac arrhythmia, and pleural effusion are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding, infection, and cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.